Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Add'l product codes: hwc. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. This investigation report indicates that the information given did not provide sufficient evidence for an exact determination of the failure reason and no product fault could be detected. A review of the device history record manufacturing documents revealed that no complaint related issues were found.

Event description:
A metal shaving came off and the screw bent during insertion. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).